Manufacturer narrative:
Additional information: g3, h2, h9.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. In addition, one image was also submitted for evaluation. The flex tip of the catheter had been fractured and detached on the returned catheter, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging.

Event description:
During the atrial tachycardia procedure, the catheter tip electrode was noted to be torn. When the procedure was started, the catheter was inserted through the agilis sheath and was able to be used without any issues, but when the catheter was reinserted into the sheath at the end of the procedure, the physician noticed an abnormal appearance on fluoroscopy. When it was removed, it was noted that part of the tip electrode mesh part was torn. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.